Event description:
It was reported to philips that the system was unable to perform geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) inspected onsite and confirmed the reported issue. After reviewing log, the reported malfunction is confirmed. Upon troubleshooting, the miu was checked, incoming voltages to the generator were verified, and a blown fuse was found in the ny assembly. The gpdu assembly was replaced but power was not supplied to the host pc due to the power module not providing, leading to continued board damage from a faulty component. Mains interface unit and power distribution was replaced and found issues in hospital mains caused voltage drop and leading to power loss and loose breaker cable caused back panel failures and loss of flex vision and part of the power supply, along with observed voltage fluctuations and noise from the cooling unit. To resolve the issue, the defective breaker was replaced, and a power monitor was installed and geo io box, pd.assy.pdm, pd. Assy.rearpanel boxed, pd.scomp.usd, pd. Assy.rearpanel boxed, fast ethernet switch, geo module tilt flex move kit wp, and imaging module kit wp were replaced. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.